Event description:
Procedure: vats wedge resection. According to the reporter: during the procedure, some tissue was not stapled normally, but there is nothing unusual of the instrument. On (B)(6) 2010, when the pt had an x-ray exam after the operation, the hospital found a little piece in the pt's thoracic cavity by reading the x-ray report. They suspected the cartridge tgc mechanism dropped in the pt's cavity. Medical intervention and reintubation was necessary. The pt remained hospitalized for observations.

Manufacturer narrative:
(B)(4). (B)(4).